Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the left ventricular lead exhibited elevated thresholds and a fluoroscopy revealed the lead dislodged. The lead was explanted. No adverse consequences occurred to the patient.